Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported the ventricular lead had fractured. The lead was capped and replaced. No patient complications were reported as aresult of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.